Event description:
It was reported that the programmer powered up to an error. It was noted that when the company representative turned the programmer on there was no error. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer booted to an error. Analysis did find that the system fan was noisy and it was replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).